Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device screen shattered after the device struck the corner of a table, resulting in a hardware failure of the display component and necessitating replacement. Symptoms included no reported clinical effects or changes in blood glucose. Outcomes included no interruption requiring medical care and continued cgm use with a phone or receiver until replacement arrived. Investigation included remote troubleshooting, verification of serial number, data sync guidance, shutdown instructions, and arrangements for device return. Investigation of this case revealed physical damage to the screen consistent with accidental impact, with no malfunction of internal therapy functions identified. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental impact.